Event description:
Hearing performance with the device is affected. Revision surgery was performed but during surgery, the device was damaged. The device was therefore explanted.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a revision surgery due to a post-operative migration of the active electrode out of cochlea. During the surgery the device was inadvertently damage, which was confirmed during device investigation. Further in situ measurements since implantation surgery show the four most apical channels with hi status likely due to a damage to the electrode array, which occurred during implantation surgery. However the electrode has been received incomplete for investigation therefore the exact location of the damage cannot be determined. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. Revision surgery was performed but during surgery, the device was damaged. The device was therefore explanted.